Manufacturer narrative:
Product complaint (B)(4). Batch # r57948. Device evaluation summary: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Open radical resection of lung cancer . Did the issue occur on the first firing or later firing? 1st firing. If issue did not occur on first firing, were any difficulties with device noted on previous firings? Can it be confirmed that the cartridge was properly seated in device at time of firing? In (B)(6), this device is sold with installed cartridge. Was the device difficult to close? No. Was the firing handle able to be closed? Yes. Did any staples deploy? If so, describe shape. No, did not deploy any staples. Was the device used as a cutting guide? No. Were any means for proximal and distal control used prior to firing? Unk. What was the approximate blood loss? 200ml. What was the quantity of blood products required? Less than 200ml. Will the device be returned? Could be returned, but need some time. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the radical resection of lung cancer surgery, could not fire when severing pulmonary artery. Suture was used to oversew. The patient was bleeding and with transfusion.